Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterotomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for: dyspareunia, back pain, pelvic pain, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: previously added injury nos was replaced with pelvic pain and new events: back pain, abdominal pain, dyspareunia, menorrhagia, hair loss, migraine, headaches were added. Date of insertion was updated. Essure removal date and surgery added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.